Manufacturer narrative:
Section a4: patient weight was not provided. Section d4, h4: additional information; section a2, h1: correction. Manufacturer's analysis conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established during this evaluation. The heartmate ii lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through the patient outcome the patient expired due to terminal extubation. The device was not explanted. Per the vad coordinator, all available information was provided.